Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the colon during a colonic stent procedure performed on (B)(6) 2021. It was reported that during the procedure, the black portion of the catheter detached inside the patient. It is unknown if the detached piece has been retrieved. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's current condition was reported to be okay. Note: the instructions for use (IFU) states that this device is not indicated for use in the colon.